Manufacturer narrative:
This report is for unknown chronos beta-tricalcium phosphate . Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: s. Ondrus, m. Straka, j. Bajerova (2014). "Tricalcium phosphate mixed with autologous bone marrow in the treatment of benign cystic bone lesions in children," acta chirurgiae orthopaedicae et traumatologiae cechosl, vol. 78, page 544-550 (czech republic). The purpose of this study is to test the hypothesis that the application of tricalcium phosphate (tcp) mixed with autologous bone marrow can achieve better and faster healing of benign bone lesions than the application of tricalcium phosphate granules alone. Between july 1, 2008 to june 30, 2010, a total of 20 patients (11 males and 9 females) were included in this study. These patients were divided into 2 groups. One group was treated using chronos beta-tricalcium phosphate (synthes (B)(4), switzerland) granules mixed with autologous bone marrow harvested during surgery. The other group received treatment with chronos granules alone. The following complications were reported as follows: 2 patient required further surgical treatment because of insufficient bone healing. 2 patient reported pain persisting at the site of the lesion. This report is for a chronos beta-tricalcium phosphate (synthes (B)(4), switzerland) this is report 1 of 1 for (B)(4).